Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous ast results after centrifugation with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints): customer is doing a study on this tube. They are getting erroneous results on ast testing. Specimens were spun at 5 and 10 mins, in a swing bucket centrifuge. Last calibration date for centrifuge is unknown. No medical intervention or course of treatment change. Normal range on ast are female (B)(6) male (B)(6). Patient 1 (gender unknown) tube centrifuged for 5 min, got a result of (ast 58). Specimen centrifuged for 10 min resulted as (ast 54). No discard tube used, wingset and eclipse needles were used to collect blood. No order of draw for this study. Samples are available. Additionally, on 2020-08-24 the bd sales consultant provided the following additional information: they are drawing 9 tubes/person-3sst, 3pst and 3 plain heparin. On all patients in the study the pst results do not match the sst or the heparin tubes. Customer provided results, ast is the only analyte affected, a bmp was also run and everything falls with sd for all the tubes. When their other sites ran the same study they had no issue with the ast values. All were run on vitros. The only difference seems to be the lot# of the pst tubes. Site will send all 3 tube types for investigation. Customer understands the differences between serum and plasma and the proper centrifugation of the tubes. They did platelet counts on the plasma and there was no significant difference between the tube types pst/heparin.

Event description:
It was reported that there were erroneous ast results after centrifugation with a bd vacutainer® pst¿ gel and lithium "heparin" (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) customer is doing a study on this tube. They are getting erroneous results on ast testing. Specimens were spun at 5 and 10 mins, in a swing bucket centrifuge. Last calibration date for centrifuge is unknown. No medical intervention or course of treatment change. Normal range on ast are female(14-36) male (17-59). Patient 1 (gender unknown) tube centrifuged for 5 min, got a result of (ast 58). Specimen centrifuged for 10 min resulted as (ast 54). No discard tube used, wingset and eclipse needles were used to collect blood. No order of draw for this study. Samples are available. Additionally, on 2020-08-24 the bd sales consultant provided the following additional information: they are drawing 9 tubes/person-3sst, 3pst and 3 plain heparin. On all patients in the study the pst results do not match the sst or the heparin tubes. Customer provided results, ast is the only analyte affected, a bmp was also run and everything falls with sd for all the tubes. When their other sites ran the same study they had no issue with the ast values. All were run on vitros. The only difference seems to be the lot# of the pst tubes. Site will send all 3 tube types for investigation. Customer understands the differences between serum and plasma and the proper centrifugation of the tubes. They did platelet counts on the plasma and there was no significant difference between the tube types pst/heparin.

Manufacturer narrative:
H6: investigation summary: bd received 10 samples for investigation. The customer samples were tested and no issues relating to erroneous results were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the retention lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Customer recommendation to assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture, in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube.de. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value.